Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: the customer provided lot # 3193998. This number could not be validated. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction problem. This was discovered during use. The following information was provided by the initial reporter: an incident has occurred in our establishment with one of your secure catheters from an imaging patient kit (taken from a city pharmacy). Here is the description of the radio manipulator: during the infusion of a patient, the needle did not completely retract (needle at an angle and retracted about half its length). There is then a risk of bse. This incident occurred only once at our facility, but it was a patient device and therefore a batch that was not received at the facility. As the device was in contact with blood and was not secure, it was destroyed according to our current protocol (puncture object).

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as the lot number provided 3193998 is not a valid lot number. The complaint could not be confirmed and the root cause could not be determined.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction problem. This was discovered during use. The following information was provided by the initial reporter: an incident has occurred in our establishment with one of your secure catheters from an imaging patient kit (taken from a city pharmacy). Here is the description of the radio manipulator: during the infusion of a patient, the needle did not completely retract (needle at an angle and retracted about half its length). There is then a risk of bse. This incident occurred only once at our facility, but it was a patient device and therefore a batch that was not received at the facility. As the device was in contact with blood and was not secure, it was destroyed according to our current protocol (puncture object).